Event description:
This is report 3 of 3. It was reported that the patient experienced bacterial peritonitis coincident with automated peritoneal dialysis (apd) therapy. The patient was hospitalized and treated with unspecified antibiotics for peritonitis. The peritonitis resolved. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The onset of the peritonitis event occurred on an unknown date in may 2013. A review of manufacturing records for potentially associated lots h12l13070 and h13a04047 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up report will be submitted. This event is for the same patient as (B)(4).

Manufacturer narrative:
(B)(4).